Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: power on self-test error, oxygen flow error. During the preoperational check. No patient involvement.